Manufacturer narrative:
(B)(4). The customer reported a therapy knob failure message on the screen of the device. There was no reported pt involvement. The complaint is still under investigation. A f/u report will be submitted once the investigation is complete.

Event description:
The customer reported a therapy knob failure message on the screen of the device. There was no reported pt involvement.